Manufacturer narrative:
This report is submitted on 08 april 2021.

Event description:
Per the clinic, the patient experienced a loss of ossseointegration subsequent to sustaining a head trauma resulting in fixture loss. The patient was reimplanted with another cochlear device on (B)(6) 2021.